Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had software error detected. The customer¿s blood glucose level was 140 mg/dl. The customer stated that troubleshooting was performed for the pump error. The does not remember the alarm was clear or not. The insulin pump will not be returned for the analysis.